Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had bolus not delivered alarm. The customer¿s blood glucose was 226, 327 mg/dl. The troubleshooting was performed for the high blood glucose and not performed for the bolus not delivered. The customer was assisted with the delivering bolus and calibrating the sensor. The product will not be returned for analysis.